Event description:
Have alerted (B)(6) to possible problem with tenex console.

Manufacturer narrative:
Evaluation (B)(4) performed; unit functioned normally at all three power settings for a period of 10 minutes under simulated conditions using steak. Unit disassembled. No visible defect identified. Recommend customer send console for evaluation; the DHR for lot 06313-05 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 06313-05. There were a total of (B)(4) complaints from this lot. This lot has a failure rate of (B)(4).